Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. After 1.5 months, the patient experienced a bulging problem. The patient underwent a laparotomy with partial removal of the mesh and subsequent alloplastic laparoscopic procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.